Event description:
It was reported that during a l5-s1 fix fuse, the set screw cross threaded and the polyaxial screw splayed. This distributor was not sure but it was thought that the polyaxial screw did splay as a result of cross threaded set screw. The physician put the screw on, tried to counter torque, and the set screw locked. The physician tried to take off the counter torque and it was difficult to remove torque handle because it was believed the set screw cross threaded. The product problem occurred at the end of the surgery. There was no known harm/injury to the patient. There was a surgical delay of 10 minutes. Both polyaxial screw and locking screw were replaced and the replacements functioned properly.

Manufacturer narrative:
The following was involved in this surgery: (B)(4) (polyaxial screw-solid 5.5x50mm). To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.